Event description:
Procedure type: bowel resection. According to the rptr: the device locked down on bowel both before and after firing. A curved kelly clamp was used to detach the device after piece of bowel with the device was re-resected from the pt. It was noted that a piece of paper was trapped in the device. Upon inspecting the surgeon noticed that the piece of paper was trapped in the spring of the release button, which did not allow the device to open. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss as the surgeon had to re-resect bowel where the stapler had locked down in order to get it off. The pt status is ok.

Manufacturer narrative:
(B)(4).